Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon investigation, the insertable cardiac monitor (icm) transmitted false pause episodes caused by undersensing. Programming changes were recommended. The patient came in the (B)(6) 2020 for a wound check on the recently implanted icm. The incision looks good. The patient reportedly felt dizzy, lightheaded, and felt fluttering due to the recent implant. No intervention was performed to address the patient's symptoms or undersensing. The patient was otherwise stable.